Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: dates estimated. Evaluation summary: a visual and functional inspections were performed on the returned device and the reported balloon rupture was confirmed. A review of the lot and relabeled lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot or relabeled lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the 8.0x39mm omnilink elite stent delivery system (sds) was advanced to the lesion with no resistance noted. The balloon ruptured during the first inflation at 12 atmospheres (atm). No additional information was provided.